Manufacturer narrative:
(B)(4). Approximate age of device ¿ 19 days the pump remains in use supporting the patient. No further issues have been reported. A direct correlation between the pump and the reported event could not be determined. The instructions for use lists driveline infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient developed a driveline infection. A wound culture on (B)(6) 2016 was positive for pan susceptible (B)(6). During a clinic visit on (B)(6) 2016, mild erythema and drainage at the driveline skin exit site was observed. The patient was started on oral keflex until the next follow-up appointment. No additional information was provided.